Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Based on the incident description, the root cause of the experience may be due to not preloading a clip before positioning the jaws and/or applying excess force, torque or twisting the unit with a clip in the jaws. The instructions for use (IFU) states, "prior to locating the jaws around the vessel or structure, partially close the clip applier trigger to load the clip in the jaws." Additionally, the IFU warns "do not twist or torque clip applier jaws excessively when positioning or firing on a tubular structure or vessel. Excessive twisting or torquing may result in a malformed clip." And "do not apply excessive side load to the jaws as this may cause them to partially collapse, potentially malforming the clip. The clip applier jaws should be fully open and parallel prior to firing the device." All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "multiple issues with clip appliers jaws and feeder mechanism not being able to handle any sort of tension when placed on the cystic duct. Any pressure applied to the jaws while placing on the duct (either lateral or proximal to feeder)." Patient status - "good".